Manufacturer narrative:
The check of the manufacturing charts of the femoral stem involved (lot # 201401052) did not show any anomaly on the 13 h-max s femoral stems manufactured with this lot #. No other complaint received on this lot #. X-rays related to primary and revision surgery and the explanted devices were not available for evaluation. It was reported that the patient was heavily overweight ((B)(6)) and this could have contributed to the stem subsidence. In the instruction for use it is clearly indicated that overweight is a risk factor for this implant. From the instruction for use: "the following risk factors may result in poor results with this prosthesis: overweight." With the available information, a deeper analysis is not possible. No indication that the stem itself contributed to the event. Pms data: we are aware of a total of (B)(4) similar complaints involving subsidence of the h-max s femoral stems on about (B)(4) stems sold ww since 2008 (specific revision rate of (B)(4)); (B)(4) of these complaints were due to surgical error and/or under sizing of the femoral stem, while one of them is still under evaluation. No corrective actions have been planned for this case. Limacorporate will keep the market monitored on the reoccurrence of this issue.

Event description:
Primary hip surgery was performed on (B)(6) 2014, with implantation of hip prosthesis including h-max s femoral stem. Then patient had knee pain. The surgeon noticed something strange with patient's gait; x-rays were taken and the stem was found to have subside of 7 mm. The patient did not suffer of hip pain. Hip revision surgery with replacement of the prosthesis was performed on the (B)(6) 2016. (B)(6).